Event description:
It was reported to philips that the flexvision monitor image was frozen, which would impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure which was delayed less than 20 minutes and completed by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the flexvision monitor image was frozen. The rse reviewed the logfile and determined that the communication between the main control pc and the large screen monitor control pc had been interrupted. The philips field service engineer (fse) visited the system onsite and upon functional testing, the fse confirmed the communication issue between the main control pc and the large screen monitor control pc. To resolve the issue, the fse reinstalled the software on the large monitor control pc. After reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.